Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2022 the patient was found to have a bezoar on the intestinal tube (j-tube). On an unknown date, the j-tube was replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.